Manufacturer narrative:
Manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction could not be confirmed through the submitted photos as no outflow graft was shown. Additionally, the report of low flow alarms could not be confirmed as no log files were submitted for evaluation. A direct correlation between (B)(6) and the reported events could not be conclusively determined through this investigation. It was reported that the patient was readmitted on (B)(6) 2021 due to regular low flow hazard alarms. The patient presented in stable hemodynamic conditions with a low dose of catecholamines. Their general condition reduced, and they experienced dyspnea under a low physical strain. The hospital performed an echocardiogram. The left ventricle was dilated and less unloaded. A higher revolutions per minute (rpm) did not change the situation. A computed tomography (CT) scan was performed and showed reduced lumen of the outflow graft in the area of the outflow graft bend relief; however the hospital would not provide the CT scans. An obstruction due to tissue formation was suspected. A decision was made to re-explore. The affected area was prepared under a minimally invasive approach. The surgeons opened the bend relief and found a high amount of ¿jelly¿ tissue between the bend relief and outflow graft. After removing the tissue, the pump parameters immediately returned to normal values. The patient was transferred to the intensive care unit (ICU) under stable conditions. Two images were submitted by the account. The first image shows an open incision above the outflow graft bend relief. The outflow graft bend relief was cut open to reveal the underlying tissue. The outflow graft could not be seen in this image; therefore, no outflow graft obstruction or deformation could be confirmed. The second image shows the tissue that was removed. Additional information communicated on 31jan2022 stated that there was no other graft deformation or twisting observed. No outflow graft clip was placed since there was no twisting involved. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Although no specific adverse events were reported, the IFU outlines potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Other than the stenosis of the outflow graft (ofg) in the area where the tissue formation was found there was no other graft deformation or twisting observed. There was no ofg clip placed since there was no twisting observed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2021 due to regular low flow hazard alarms. Clinically the patient was presented in stable hemodynamic conditions with low dose catecholamines but reduce general condition with dyspnea under low physical strain. The hospital performed an echocardiogram. The left ventricle was dilated and less unloaded and higher rpm did not changed the situation. A computed tomography scan was done and showed a reduced lumen of the outflow graft in the area of the outflow graft bend relief. An obstruction due to tissue formation was suspected. They took the decision for re-exploration. Under minimal invasive approach the affected area was prepared. Surgeons opened the bend relief and found high amount of "jelly" tissue between bend relief and graft. After removing the tissue the pump parameters went immediately back to normal values. Patient was transferred to the intensive care unit (ICU) under stable conditions.